Event description:
The customer reported that the coulter hmx hematology analyzer with autoloader generated no differential results (vote outs) for multiple patient samples and a "load elevator fail" error after the customer spilled bleach onto the load elevator. There were no erroneous results reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. There was also no report of injury for this event. Customer technical specialist (cts) assisted the customer with troubleshooting over the telephone. Cts instructed the customer to clean the differential loop on the blood sampling valve (bsv) but the customer also requested for service to evaluate the instrument.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and the discovered a bent probe. The fse replaced the blood sampling valve (bsv) which includes the probe and the bsv actuator to resolve the issue associated with a bent probe. The fse also found that the erythrolyse and stabilyse pumps were not working properly and proceeded to replace the erythrolyse and stabilyse pumps to resolve the reported differential vote outs (no differential results) issue. The fse then cleaned the bleach which was spilled by the customer on the load elevator sensors to resolve the "load elevator fail" errors reported by the customer. (B)(4).